Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin pump had blank display as well as battery out limit. The customer¿s blood glucose level was over 600 mg/dl. Customer also had blood glucose level of 337 mg/dl. The customer was treated with bolus. Customer stated the contacts on the battery cap was not missing or damaged. Customer stated that the display did not return. The customer declined troubleshoot for high blood glucose. The reservoir will not be returned for analysis.